Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens, the pt presented with decreased visual acuity (20/20 preoperatively, 20/40 postoperatively). Upon examination, the surgeon observed that the superior haptic of the iol was well fixed within the capsular bag, however the inferior haptic appeared to be vaulted forward with no apparent intracapsular fibrosis. Pred forte was immediately discontinued and the pt was observed for one month, at which time the iol was repositioned. It is unknown as to whether the device caused the event.